Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced persistently high blood glucose due to a bent cannula on (B)(6) 2026. The infusion site was the abdomen. The patient replaced the infusion set and resumed insulin delivery, but blood glucose levels remained high. The patient subsequently went to the emergency room with moderate ketones and was treated with insulin infusion. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.